Event description:
Adverse event(s): "dry eye" (dry eye(s)); "shadowing, glare" (visual disturbances); "double vision" (diplopia); "micro striae" (corneal disorder). Product problem(s): "none reported" (no information). A patient reports, post lasik problems in both eyes. This report is for the right eye, the left eye will be reported under manufacturer's report number 1061857-2010-00009. This patient reports, constant shadowing in the right eye, vertically displaced shadow images, dry eye, double vision and ghosting. Received patient records from the surgeon. The patient experienced micro striae in the early postoperative period, which resolved through the healing process. After a year and a half, this patient has some residual sphere, and is correctable to 20/20. However, the visual disturbances remain without diminishing. The patient now wears glasses to aid in vision.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). (B)(4). (B)(4).